Event description:
Patient presented to the physician with wound dehiscence at the neck incision site and the stimulation lead eroded through the neck incision. Physician brought the patient into the or, snipped the exposed stimulation lead, and closed the neck incision. Physician brought the patient back into the or 2 weeks later and removed the entire inspire system.